Event description:
The customer contact reported the device touchscreen was sensitive and certain buttons will not program. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation at the service center found the right side of the device touchscreen was out of alignment. The probable cause was due to contamination on the device touchscreen caused by fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.